Event description:
On september 9, 2010, biosphere medical, inc became aware of an incident involving a sixty (B)(6) male patient. Interventional radiologist reported to biosphere medical inc that is hcc patient treated with quadrasphere and embosphere died on (B)(6) 2010. The patient had received two prior (B)(6) treatments at another hospital (location unknown). The patient was discharged from (B)(6) hospital on (B)(6) 2010 and his portal vein was open at discharge. The patient then went to the ER (at another hospital) on (B)(6) 2010 where he suffered a bleed. The ER department could not get an airway passage to give him oxygen and he passed away in the ER. The last hcc procedure was performed by the physician on (B)(6) 2010. During that procedure, one vial of quadrasphere with 50 mg of doxorubicin was injected and then about four 2ml syringes of 100-300 embospheres. The procedure was completed successfully and the physician indicated that he does not believe that the death on (B)(6) 2010 is a result of the quadrasphere or the embosphere. This result is for the second device of this event - quadrasphere.

Manufacturer narrative:
A device history record review was conducted. This lot met all the requirements of manufacturing and control specifications.